Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The evaluation failed due to a short to ground failure that occurred when testing the handpiece connector strain relief. When flexing the strain relief, it was discovered that a fuse was blown, which confirmed the short to ground. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "error message(s)" identified similar events. The most likely cause of this event is the electrical failure of the cable. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, a handpiece error occurred when the doctor was about to begin burring. They hit "dismiss", but the same error kept popping up. The case was quitted and recalibration was tried, but it received the same error. The handpiece and anspach cables were unplugged, the system was rebooted, and received the same error after attempting to re-calibrate. The handpiece was swapped and rebooted to resume the operation. However, when burring the distal femur with the new handpiece, the same error occurred. Both cords were unplugged from the system, pressed dismiss, plugged back in, and the error was cleared. This issue caused a delay no greater than 30 minutes.